Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 312.5 cm from the top of the connector to the break. The second piece measured approximately 1.7 cm from the break which includes the entire distal tip. There was slight char at the break indicating that the fiber broke during use. The condition of the returned device does not confirm the event because the tip was not detached. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a 100w lumenis laser with laser settings of 0.2 joules and 50 hertz. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient and was retrieved using a basket. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg. Site name: coherent inc. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a 100w lumenis laser with laser settings of 0.2 joules and 50 hertz. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient and was retrieved using a basket. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.